Manufacturer narrative:
There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that while lowering the table, a patient who had just completed a lumbar spine MRI exam, grazed their head on the cradle hook. Due to the amount of bleeding from the scalp injury, the patient was sent to urgent care where a staple was placed to stop the bleeding.

Manufacturer narrative:
Ge healthcare¿s (gehc) investigation has been completed. The root cause of the injury was user error. The mr technologist failed to recognize and remove accessory pads that became wedged within an opening underneath the table, thereby blocking the table sensor. This resulted in the lpca not retracting properly, exposing the lpca hook. In addition, the ctl coil, which was intact and working, was positioned improperly as it was too close to the lpca and not secured to the table. The gehc field engineer instructed the customer to not store the pads under the table and about the proper placement of the ctl coil on the table. The system was checked for cradle movement and table operation and found to have been operating normally.